Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 4 years and 3 months. (Calculated from the date when the system controller was issued to the patient.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted to the hospital on (B)(6) 2017 with shortness of breath. Interrogation of the system controller event history revealed pump stoppage events. It was reported that the patient¿s shortness of breath was not associated with the pump stoppages, and that the patient had suffered from non-device related fluid overload. Log file analysis by the manufacturer¿s technical services representative revealed that the pump stoppages may have been due to low supply voltages supplies by the power module patient cable. At the time of the pump stoppage in the log file, the lvad system was still connected to the power module patient cable via the black cable. It was reported that yearly maintenance had been performed on the patient¿s home equipment in (B)(6) 2017, and the patient was given a new patient cable at that time. On (B)(6) 2017, the patient¿s system controller and the power module patient cable were both exchanged. No additional information was provided.

Manufacturer narrative:
The exchanged system controller and power module patient cable were returned for evaluation. The report of a pump stoppage was confirmed based on the evaluation of the submitted and retrieved system controller log file. The log file analysis suggests the pump stoppage captured in the log file appeared to be related to a complete loss of power to the system controller during the process of exchanging the power source. The returned system controller was functionally tested and found to operate as intended, including while supported independently by either power lead and during manipulation of the cables. The device passed the functional test procedure, which confirmed all visual and audible alarms activated when induced. The device operated on a mock circulatory loop while powered by the power module without any notable events. The analysis of the returned system controller did not reveal a device related issue. The returned power module patient cable was also functionally tested using manufacturer¿s laboratory equipment and the device functioned as intended. The patient cable was tested for electrical continuity and the measured values passed specifications. No functional issue was identified during this evaluation and the returned 14v power module patient cable could not be correlated to the reported issue. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.